Event description:
During a posterior polar cataract extraction procedure, a loss of aspiration through this basic venturi pack resulted in a corneal burn to the pt. Additionally, an iris prolapse occurred, the posterior or capsule ruptured and a cataract fragment was lost into the vitreous. Stuches were required to close the wound.